Event description:
It was reported that a syringe pump alarmed during the use of a one-link non-dehp microbore catheter extension set. The alarm was due to pressure in the set which delayed the medication delivery to the patient. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: manufacturer name: baxter healthcare - aibonito address line 1: (B)(6) us city or (foreign state/province/territory): (B)(6) us state (select from FDA approved list): na us zip code (B)(6) or (B)(6) or foreign postal code (10 digits): (B)(6) country (select from FDA approved list) (B)(6) g1: manufacturer name: baxter healthcare - cartago address line 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial us city or (foreign state/province/territory): cartago us state (select from FDA approved list): na us zip code (55555) or (55555-4444) or foreign postal code (10 digits): 30106 country (select from FDA approved list): costa rica should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1 and d4: additional information was added to g4, h6, and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.